Event description:
Boston scientific received information that this lead experienced a lead safety switch for low impedance measurements of less than 200 ohms as well as noise. The lead was switched back to a unipolar configuration and increased follow up has been ordered.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.